Event description:
It was reported that the patient had an unknown graft and a sling implanted on (B)(6) 2009. The patient alleged she experienced "constant groin pain with extreme pain in right abdomen near hip bone", "severe leg muscle cramping, leg, foot and knee pain that start with the right leg and is not starting to effect the left leg", "feet are always freezing", "vertigo and feel dizzy and off balance all the time", "immediately lost the ability to have sex", "unable to completely evacuate bladder and bowels", "severe pain at the site of the bowel mesh insertion on the inside of both legs", "cannot sit, stand or walk for more than 20 minutes at a time", "wake up with back and leg pain several times each night", "vision has deteriorated very quickly", and also "shoulder pain that is related to the issue I am having with my core." The patient indicated she was pursuing surgery to have the mesh removed. No further patient complications were reported in relation to this event. Related to manufacturer report # 2183959-2015-00248.

Manufacturer narrative:
The device that was implanted is unknown.

Manufacturer narrative:
(B)(4).